Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of adverse event ("caused severe and irreversible sequels") in a female patient who had essure inserted for contraception. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria disability and medically significant). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: the lay press article reported that the product was implanted in more than 80,000 women, and more than 2500 women request the recognition of the severe and irreversible sequels caused by the product. The article stated that, at first sight, it does not seem that it can cause sequels as irreversible as those experienced by thousands of women around the world. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by the lay press and describes the occurrence of adverse event ("caused severe and irreversible sequels") in female patients who had essure inserted for contraception. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced adverse event (seriousness criteria disability and medically significant). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: the lay press article reported that the product was implanted in more than 80,000 women, and more than 2500 women request the recognition of the severe and irreversible sequels caused by the product. The article stated that, at first sight, it does not seem that it can cause sequels as irreversible as those experienced by thousands of women around the world. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.